Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a competitor guidewire became stuck in the left ventricular (lv) lead. The guidewire was removed with force, however it broke and a portion remains in the lead. The lead maintained desired positioning and pacing function was normal so the physician elected to leave the lv lead in use. No patient complications have been reported as a result of this event.